Event description:
On (B)(4) 2012, it was reported to (B)(4) that the wife of a patient "mentioned in passing that the patient was experiencing water retention and had an infection. When asked if I could log the event and have someone follow-up, she became defensive and said the whole reason the infection happened was due to a "slit" in his extension tube and then it "came apart". She became a bit upset and said we should call the hospital if we want to follow up on it." Patient was hospitalized and has not yet recovered. Process step was during use. On (B)(4) 2012 during a followup call with the nurse, the following information was provided. The patient went to emergency but was sent home after being checked. The plastic part of the transfer set cracked. The nurse also emailed that the product involved was minicap extended life pd transfer set with twist clamp.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. The reported issue was confirmed because evaluation of the returned sample identified that the patient connector was separated from the transfer set tubing. A batch review could not be performed because the lot number was not available. The root cause for the patient connector separating from the patient connector could not be determined. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information obtained from the facility's registered nurse (rn) on (B)(6) 2013. The patient was diagnosed with peritonitis on (B)(6) 2012 and was hospitalized for the event (date of hospitalization unknown). The rn stated that the peritonitis was due to the transfer set coming apart. The patient woke up and the transfer set came apart at the proximal end. (The end that attaches to the titanium adapter). The patient was given unspecified antibiotics and the transfer set was changed. The patient recovered from the peritonitis event. No additional information is available at the time of this report.